Event description:
A report was received that the patient was feeling pain/pinching sensation at the battery site while her body was in certain positions. The patient was prescribed with lidoderm patches and the pain was resolved. The patient was doing better.